Event description:
Reporter alleged obtaining discrepant blood glucose results of 277 mg/dl, 239 mg/dl, and 141 mg/dl on the advantage system compared back to back with a result of 65 mg/dl on the hospital's system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.